Event description:
Hcp reported the device was explanted, but did not provide information on patient symptoms or the reason for removal. The device was explanted and returned to the manufacturer for analysis. A follow up report will be sent when additional information is received.